Event description:
Per raised with minimal information. The customer reported via the sales representative, that the clip that locks into the definitive cone body broke off inside the patient. The sales representative added that the surgeon immediately noticed this and retrieved the broken piece. No adverse consequences were reported.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional information becomes available then it will be submitted in a supplemental report.